Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, experienced multiple recurring drawer and pocket failures. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer performed preventative maintenance by removing obstructions between pockets, removing rubber bands, cleaning pins, reseating cables, and testing using hardware test application diagnostics with no issues detected. The system functioned as intended after the field service engineer verified the device.